Event description:
Impedance decrease

Event description:
Impedance/resistance decrease. It was further reported that the capped lead was explanted due to infection. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.